Event description:
It was reported that during a proximal circumflex (pcx) stenting procedure, after lesion predilatation, the 2.25 x 23 mm xience nano stent failed to cross the 90 degree takeoff into the lesion. Resistance was met during removal into the 6f guide catheter so the stent delivery system and the guide catheter were removed as one unit. An extra support guide catheter was inserted, the stent confirmed to be on the delivery system and the same xience nano was advanced to the lesion and thought to be deployed. After deployment, it was noticed that the stent was actually not in the lesion. The vessel and the room were checked for the stent, but the stent could not be found. A second 2.25 x 23 mm xience nano was delivered successfully to the lesion. There was no adverse patient sequela and no significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.25 mm; guide cath: medtronix 6f, whisper xtra support 6f. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the balloon and contrast in the inflation lumen and in the balloon, consistent with preparation and the sds advanced into the patient anatomy. The dislodged stent implant was not returned, confirming the reported dislodgement. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the distal shaft 2cm distal to the guide wire exit notch and multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the kink and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported there was a 90 degree take off into the lesion, which likely contributed to the reported difficulties. It is likely that the stent interacted with the bend in the lesion, contributing to damaging the stent resulting in resistance during retraction into the guiding catheter as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It was reported the sds was re-inserted into patient anatomy after the failed attempt to cross. It should be noted the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is likely that an interaction with the guiding catheter and anatomy contributed to the stent ultimately dislodging from the balloon. The dislodged stent was unable to be located and possibly may remain in the patient anatomy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent dislodgement for this lot. There is no lot specific product quality deficiency. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process.